Event description:
It was reported that account received a box of opohf21l with only 1 irrigation hole. There is no patient adverse event to report. There was no medical or surgical intervention required. No further information is available.

Manufacturer narrative:
Additional narrative: note: this MDR report is being submitted as part of a remedial action to prevent serious injury. Section a2, a3, a4, a5: not applicable as there was no patient involvement. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h9: the jjsv reference number is (B)(4). The number was omitted due to the complaint handling system character limitation. Johnson & johnson surgical vision (jjsv) has initiated a field action related to select lots of laminar® flow irrigation sleeve and test chamber ¿ 21 gauge (part number: opohf21l) due to a manufacturing issue which could lead to subpar performance during cataract surgery. While not all the irrigation sleeves in the recalled lots are affected, this non-conformance could lead to insufficient flow of balanced saline solution (bss), which may result in an unstable anterior chamber. This defect could result in a capsule tear, iris trauma, or corneal edema, or in rare instances a corneal incision burn. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.